Event description:
Clinic reports that during treatment the venous line pt connector to the quinton perm cath loosened resulting in a pt bloodloss of 100cc. The pt had a low hematocrit (10.6) and was given a unit of packed red blood cells. No sample is available.